Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a trans-conjunctival suture less vitrectomy surgery was performed on a patient with vitreous opacity following an intraocular lens (iol) implant procedure. During this procedure the patient was diagnosed with uveitis. The patient was treated with steroids and the symptoms improved. The lens remains implanted. Additional information was provided indicating that the patient was diagnosed with toxic anterior segment syndrome (tass).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a viscoelastic, which is not qualified for the lens used. The product investigation could not identify a root cause. (B)(4).